Event description:
Material# 309628. Batch# 4065404. It was reported that the bd luer-lok stopper separated from the plunger. The following information was provided by the initial reporter: "the first, appears to be a defective plunger on item # 309628. The lot # 4065404. Attached are pictures of the issue. Sounds like we have had other recent issues with this syringe as well, a bit concerning.".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three photos of 1ml luer-lok syringes (p/n - 309628) were received and evaluated. All three photos show one loose syringe with one photo showing one loose syringe with all components separated and no defects observed. The next two images from different angles show a plunger rod broken off at the tip inside of the stopper, with the stopper remaining inside the barrel. The condition observed is non-conforming per product specification. According to verbatim, the complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. The design of the product has not changed since september 1997. The reported defect is not a true defect and is a design-related inquiry. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4065404 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.